Event description:
The patient's husband sent a letter notifying sjm the patient had passed away. An online search found the obituary, which provided the date of the death. The obituary stated, the patient had passed away at a hospice home and community facility. A request was sent to the implanting physician to try to obtain the cause of death.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.